Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown h.6. Investigation summary: no samples were received for investigation of complaint reference: (B)(4). Reported via post market survey; however the customer suggested that flow accuracy issues were detected during use of the flow regulator component. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported that while using the unspecified bd IV extension sets with flow regulator the clinician and/or any patients have encountered speed calculation failure. The following information was provided by the initial reporter, translated from spanish to english: verbatim: clinician experienced: speed calculation failure. We set 100 ml to pass in two hours, i.e., the regulator at 50 so that the infusion would last for two hours, and it took much longer. They are not very accurate.